Manufacturer narrative:
This a final report. Although the details described in the initial MDR appear to be consistent with the freestyle test strip recall mentioned, we do not have sufficient information in the complaint to conclusively determine an unequivocal association to the recall. However, the freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator.

Manufacturer narrative:
During a follow-up call to obtain additional information, the physician was informed that the strip lot initially reported were freestyle lite test strips which are not approved for use with the omnipod insulin management system integrated (freestyle) blood glucose meter. The physician was aware of this off label use and stated the patient had been using these strips for the last 3 years. The event date entered is based on the physician stating the patient passed away (B)(6) 2013. Whole blood testing of the retain strips was conducted and all results when plotted on the parkes error grid fell into the a or b zone. All pertinent information available to abbott diabetes care has been submitted. A follow up report will be submitted once additional information is obtained.

Event description:
The customer's physician called abbott diabetes care customer service on (B)(6) 2013 and reported that his patient was receiving erroneously low readings while using (unapproved) freestyle lite test strips with their omnipod insulin management system (model unknown) integrated (freestyle) blood glucose meter. In addition, the caller reported the patient had diabetic ketoacidosis and then passed away. Abbott diabetes care customer service called the physician back on (B)(6) 2013 to obtain additional information. At that time, the physician stated the family brought the patient's meter and strips to him to be reviewed after the patient expired. The physician reviewed the patient's meter records and found that the 48 hours before passing the readings were all less than 72 mg/dl. The caller also stated that 12 hours before passing the readings were all between 60 mg/dl and 70 mg/dl. The patient passed away at home, unattended. The autopsy reported the cause of death as diabetic ketoacidosis (dka). The caller also used the patient's meter and strips in his office, to perform a control solution test and received a reading of 23 mg/dl. The physician performed a subsequent control solution test with another set of strips and the reading was reportedly within range. It is unknown what type of control solution and test strips he used.

Manufacturer narrative:
We have received additional information from a user report (B)(4) that was submitted to the FDA by the physician. In the user report, it was clarified that the physician was using normal freestyle control solution when he received a reading of 23 mg/dl. The physician also stated he immediately repeated the test using the same meter with a different freestyle lite test strip lot 1361309 and received a reading of 90 mg/dl which is in the normal control solution range. In addition, the physician and his employee both did "in vivo" testing using first their personal meters and then the suspect equipment. The employee had a glucose reading of 180 mg/dl (on two other unknown devices) and received a reading of 36 mg/dl on the suspect equipment. The physician received a reading of 109 mg/dl on his meter and 26 mg/dl on the suspect equipment. The physician also stated the patient did not recognize the onset of hyperglycemia and then diabetic ketoacidosis and she subsequently died. It should be noted that diabetic ketoacidosis usually develops over a 24 hour period and nausea, vomiting, thirst, polyuria, abdominal pain, and shortness of breath are common symptoms. Label copy instructs customers to call their health care professional if their reading is not consistent with their symptoms. It was further reported that the patient was also using a tandem glucose pump. An attempt has been made to clarify what this refers to; however, the physician refused to provide any information regarding the tandem pump. The physician did confirm that he is the one that submitted the user report for the same patient. (B)(4) has issued a voluntary recall on specific lots of insulin cartridges used with the t:slim insulin pump. Although requested, it is unknown whether the insulin cartridges associated with the (B)(4) voluntary recall were used by the patient for this case. The affected cartridges could potentially result in the device delivering too much or too little insulin, which can lead to a serious adverse event.